Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, review, basic occlusion, occlusion, prime and excessive no delivery tests. Damages to the reservoir tube, lcd window and battery tube noted.

Manufacturer narrative:
Customer's daily total average from 32 to 47u, total basal insulin from 10 to 37u and total bolus insulin 0 to 10u. Two weeks of data listed for the date of (B)(4) 2014.

Event description:
It was reported that the customer died on (B)(6)2014. It was reported by the husband of the customer that the customer had low blood glucose levels of 24 mg/dl prior to the time of death. The customer was given juice and honey to raise her blood glucose levels. The spouse of the customer also went to get food for the customer but the customer passed away while he was away. The customer was wearing the insulin pump at the time of death. The spouse of the customer would return the insulin pump for analysis. No additional information was provided.

Manufacturer narrative:
Insulin pump passed the delivery volume accuracy test at 97.24 percent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).